Event description:
Additional information received reported the patient had presented with a full infection and all the deep brain stimulator hardware was removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0b0kv, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
Product ID 3389s-40, lot# va0b0kv, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension (B)(4).

Event description:
It was reported that the healthcare professional (hcp) explored the lead site due to a possible infection. Tissue samples were sent for analysis. It was noted that after the lead site was exposed the hcp did not believe the site looked infected so the hcp opted to irrigate the wound and infused the patient with antibiotics. All hardware remained implanted. Patient was alive with no injury. Patient had drainage and incisional wound opening on the left side implant. Additional information received reported the results of the culture were not available as of (B)(4) 2014. Patient was receiving effective therapy. Additional information was requested but had not been received as of the date of this report.